Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One unknown biomet implant was returned for investigation. Visual evaluation of the as returned product identified fracture across the threads which were damaged possibly during the removal process. Damage observed on returned implant due to trephine removal is not considered a malfunction or failure of the device. Zimmer biomet is not responsible for any damage caused by the clinician's removal of the device. Additionally, there was bone residue around the external threads due to usage. Functional testing could not be performed due to the nature of the device and event. Pre-existing condition noted on the per was 'moderate density ¿ type ii'. The device had been placed on tooth 26 (fdi) for an unknown period of time. Device history recrd (DHR) and complaint history review could not be performed since the lot/item number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Type of the device unknown / not provided. Additional device information unknown / not provided. Premarket identification unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
Doctor reported implant fracture at tooth site 26.